Event description:
The hosp reported that during a coronary artery bypass procedure, the surgeon noticed a crack on the heartstring iii proximal seal, but he still used the seal. There was some bleeding involved, but he was able to complete the procedure with it. The amount of blood loss is unk. The pt was not transfused. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on aug 17, 2010, for investigation. Visual inspection revealed that the delivery tube was returned stuck in the loading device. The seal and the tension spring assembly were not returned. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Per the reported complaint, the surgeon noticed the seal was cracked, but still used it to complete the procedure. Since the seal was not returned, a complete eval could not be performed. The heartstring iii instructions for use (IFU) advises the user to inspect the seal for any cracks before using it. The IFU states "do not use the heartstring iii if the product is defective, the seal is cracked or the delivery device is separated from the loading device". Based upon these findings, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance which could be attributed to this failure mode. (B)(4).